Manufacturer narrative:
Device evaluation: analysis of the two anchors found each was ¿within specification,¿ though one anchor had ¿a small breach cut on one end.¿ it was noted that though they were within specification, they had been returned intact, yet detached from the lead. ¿due to this fact, the anchor is considered a reliability non-conformance with the cause of the migration unknown.¿

Event description:
The company representative additionally reported that the anchor migrated on the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the bilateral cervical pain patient experienced pain and less than 50% therapy relief at their ¿painful area which was not covered by stimulation anymore.¿ it was further reported the patient ¿didn¿t receive a relieving stimulation¿ because their cervical leads had ¿slipped through the anchor.¿ the leads ¿fell around the implantable neurostimulator (ins)¿ and the anchors remained at their implant site. X-rays examination was performed and ¿showed that the leads were not in place anymore, but had slid down through the anchors until the ins.¿ it was stated the ¿whole leads were close to the ins pocket and the anchors were still anchored at the punction site¿ and that the ¿anchors and leads were not together anymore.¿ the patient¿s leads were explanted as a result of the event, while the patient¿s ¿ins was still implanted, waiting for a decision from the physician.¿ it was stated the patient was not receiving therapy and was alive with no injury following the explant. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 977a175, lot # 0209188816, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 977a175, lot # 0209188817, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 97791, lot # unknown, product type accessory; product ID 97791, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.